Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge angiocath unit from lot 8255837 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a red stain on the packaging and unit. The unit was sent for ftir testing and the results determined that it was blood. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this issue occurred during the packaging process. The manufacturing facility has been notified of this incident and the findings. A training has been issued to all packaging personnel to prevent recurrence.

Event description:
It was reported that before use of the angiocath 22ga x 1,00in 0,9 x 25mm there was foreign matter in the unopened package. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: closed 22g catheter contaminated with blood.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the angiocath 22ga x 1,00in 0,9 x 25mm there was foreign matter in the unopened package. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: closed 22g catheter contaminated with blood.